Event description:
It was reported that during a device upgrade procedure the left ventricular (lv) lead became dislodged during sheath splitting. The lead was removed and it was decided to implant an alternate model lv lead. No patient complications have been reported as a result of this event.